Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she had full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter details updated and patient demographics were added. Updated suspect drug indication. On (B)(6) 2018, she explanted essure. Injury event was replaced with dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.